Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected h.6 impact code and device code. Based on new information, a pin hole leak was noted. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device is not returning.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the balloon burst during inflation at the final second. The valve was completely inflated and by echo and angiography is fully expanded. The patient was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no device or relevant imagery was provided for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a presence of manufacturing nonconformance could not be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies. As reported, ''the balloon burst during inflation at the final second. Valve was completely inflated and by echo and angio is fully expanded. Per the fcs response, the balloon was fully inflated. A pin hole leak at the level of the 3 markers use to pull the pusher back''. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Calcification along the patient anatomy can create sharp nodules which can puncture and compromise the structure of the balloon wall leading to leakage during inflation. It is possible that the balloon may have damaged during tracking due to interaction with calcium in patient's vasculature, which subsequently resulted in the reported balloon leakage during thv deployment. However, due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.